Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. Change your infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level (290 mg/dl). The customer had been using the supplies on the pump for more than 3 days and thought that this may have contributed to the high bg. The customer changed the cartridge, infusion set tubing and site. A bolus via the pump was delivered and the bg was lowered.